Event description:
Customer reported testing with the freestyle meter and a result of 251 mg/dl. The customer was experiencing symptoms of hypoglycemia and went to the emergency room. At the hospital and within 15 minutes of the freestyle test, a blood test was performed with a result of 73 mg/dl. The freestyle test was reported to have been performed on the finger. The customer was given juice to drink at the hospital.